Event description:
On (B)(6) 2012, we became aware of an incident involving an over delivery of dextrose to 3 unnamed patients through the use of our abacus software. Abacus is our windows-based order entry software for comprehensive tpn calculations and label printing. On the above mentioned date, the user facility informed us of an incident involving 3 patients (2 neonatal and 1 pediatric) that were administered tpn therapy bags containing higher concentrations of dextrose than intended. The user facility was unable to provide patient names or the exact date of this event. We were informed that this incident took place some time within the past two months. Additionally, the initial reporter informed us that no patient harm occurred, and no medical intervention was required, as a result of this incident. In this case, the facility reported that a pharmacist intended to create tpn therapy bags containing d5 ((B)(4)); however, d12.5 ((B)(4)) was actually entered into abacus by a prior user of the device. Rather than reviewing the current order for accuracy, the pharmacist ran the order under the assumption that all ingredient concentrations involved in the previous order applied to the current order. As we have learned, this was not the case. The 3 bags were then administered to the patients; each without patient harm or medical intervention. For an additional safety check, the actual ingredient concentrations delivered are printed on the tpn label for additional review and verification. Standard pharmacy practice calls for the review of entered orders, and the documentation associated with the order, by a pharmacist before administration to the patient. The pharmacists and pharmacy technicians are trained relative to ensuring correct ingredient entries into the software. The pharmacist is responsible for reviewing and approving the order. Mix check reports are provided to reduce the chance that an incomplete or erroneous order could be made and administered to a patient. In this instance, it appears that these safety precautions were not followed. User training reinforces correct use of the product. Our technical support staff has instructed the facility that reviewing all orders is necessary for patient safety, and that the pharmacists need to create new orders each time they wish to order a base solution.

Manufacturer narrative:
Evaluation summary: due to the user facility reporting this event to us two months after the actual incident date, the information provided by the initial reporter was limited; however, based upon the information provided, it appears the abacus software calculated the order exactly as entered by the user. Furthermore, the user was then presented with a detailed report describing the contents of the tpn bag. This report clearly shows the total volume of each ingredient contained within the bag. Standard practice includes a review of these reports by the pharmacist as a final quality check. Based upon the user facility narrative provided to us, we have concluded that the system performed as designed, providing the necessary tools to make an informed decision regarding the content of the tpn. Abacus is designed to be used by trained pharmacists and/or pharmacy technicians; therefore, while the software provides increased levels of safety, it cannot replace the professional judgment of a pharmacist. (B)(4) - actual device not evaluated. Results: device performed according to specifications conclusion: device operated according to specifications, no device failure, user error caused event. Facility provided details of user error.